Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 37%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.7 inr returned meter and customer strips: 2.7 inr donor #2: retention meter and master lot strips: 2.8 inr returned meter and customer strips: 2.6 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). At 8:30 am, the meter result was 4.4 inr. At 11:00 am the laboratory result using an unknown reagent was 2.4 inr. At 11:30 am, the meter result was 5.8 inr. At 2:00 pm, the meter result was 6 inr. At 5:00 pm, the meter result was 8 inr and the laboratory result using an unknown reagent was 2.3 inr. The therapeutic range was 2.0-3.0 inr.